Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). There is no documentation of when the fse visited the customer site and replaced the asm board. No additional information was provided. A review of complaint history for the next four (4) months the after this ticket was opened did not identify any further assistance requested by the customer, therefore, no further action required by field service. The most probable cause of the reported event was due to an asm board failure.

Event description:
On (B)(6) 2016, a customer reported a failure of the failure of asm board with their g8 analyzer. No additional details were provided. The customer was unable to run hba1c patient samples. A field service engineer (fse) from a distributor was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.